Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the right ventricular (rv) lead dislodged. High thresholds were noted. The lead was revised however the measurements were unstable. The lead was then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The distal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.